Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and a dim led was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review with overlapping events spanning approximately 10 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during testing at abbott. The driveline was disconnected from the system for a system controller exchange on (B)(6) 2022 at 10:30:26. There were no events related to the reported event active in the log file. Pump operation was not affected. Upon initial observation, green fluid ingress was observed in the bulkhead connector. The system controller underwent preliminary and functional testing. A dim pump running led was observed. The display button was used to navigate through the different display screens; however, green fluid ingress was observed in the display. The system controller did not pass a step during functional testing which measured continuity of the black power lead due to a slight increase in resistance, which may be related to the green fluid ingress. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to the returned modular cable and a mock loop and operated as intended. The system controller was opened to further investigate the green fluid ingress, and green fluid ingress was observed all throughout the interior of the system controller. Additional provided information stated that there were no consequences for the patient and the patient was discharged home. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
Related manufacturer report numbers: 2916596-2022-15044 and 2916596-2022-15043. It was reported that during a service visit, the patient's system controller was found to have a damaged display. It appeared something had spilled from the inside and the light behind the pump running symbol no longer lit up. The system controller was exchanged and upon further inspection of the damaged controller, a green oily fluid was observed on the driveline cable socket. The exchange of the controller was done prior to this observation, which required another system controller exchange since the socket was wet at the time it was connected to the driveline. The modular cable was also exchanged.